Event description:
The customer reported that falsely elevated calcium (ca) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant ca results were reported to the physician(s). There is no information regarding repeat or corrected ca results. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the customer reported discordant calcium results when calcium quality controls were out of range. The hsc instructed the customer to recalibrate the calcium method. The hsc determined that there was no instrument malfunction during the time of the event. The cause of the discordant calcium results is unknown. The cause of releasing discordant calcium results to the physician(s) when quality controls were out of range is due to user error - failure to follow instructions. The hsc verified that the calcium quality controls were within specification. The instrument is performing within specifications. Further evaluation of the device is not required.